Manufacturer narrative:
The customer was contacted for the return of the suspect product. The customer has responded and indicated the product will not be returning to zoll at this time since they believe this was not a device malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unknown error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.